Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the telescope had a burnt tip, causing a sharp edge. The issue occurred during reprocessing. There was no patient nor procedural involvement.

Manufacturer narrative:
Correction to d4 model number and UDI number.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, it is likely that the damage observed on the distal end resulted from improper handling of the device. However, the root cause of the complaint could not be conclusively determined. The device IFU (instructions for use 99-1080_bg) states: study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects. (Page 4), keep the distal tip of any electrode, probe, laser fiber, or other ancillary device in the field of view at all times when active. Olympus will continue to monitor field performance for this device.